Event description:
The dentist had applied profluorid varnish due to caries risk during a dental appointment at 10:20am. Eight hours later, the child experienced severe itching all over her body and a burning sensation in her stomach. She had a very strong urge to itch. The child's parents gave her a cool bath and restrained the child from scratching. They also gave the child over-the-counter antihistamines. The symptoms passed after about 60 minutes. The child is now fine with no ongoing issues.